Event description:
A storz peds bronchoscope adapter fell apart while a physician was using it during a surgical procedure. Part of the bronchoscope adapter fell apart, with one part into three different pieces, and another section just fell off. Two parts of the scope were immediately retrieved from the pt's head wrap, and the third section was found on the floor. The storz rep was notified after the procedure. The adapter, locking, f/27018, 27015 & 10020 to 30cm & 20cm returned to storz for repair.